Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. A trace effusion was noted prior to start of case. Device measurement was done by transthoracic echocardiogram (tte). The laa orifice was 21mm, landing zone was 15.5mm, and depth was 24mm. The device was successfully implanted. Post implant, it was noted that the effusion had grown larger than the initial baseline. The patient had 200 cc of fluid drained. The drain was left in place and removed the next day. The patient was stable.

Manufacturer narrative:
An event of small pericardial effusion present prior to implantation worsening post implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. A trace effusion was noted prior to start of case. Device measurement was done by transthoracic echocardiogram (tte). The laa orifice was 21mm, landing zone was 15.5mm, and depth was 24mm. The device was successfully implanted. Post implant, it was noted that the effusion had grown larger than the initial baseline. The patient had 200 cc of fluid drained. The drain was left in place and removed the next day. The patient was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.